Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of neuropathy in a female pt, currently (B)(6), who used super poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. On an unk date, the pt began using super poligrip and fixodent. An unk time later, the pt was diagnosed with "hyperzincemia, hypocupremia and neuropathy attributable to super poligrip and fixodent." According to the claim, the pt suffered from "profound and permanent neurological and other injuries due to her super poligrip and/or fixodent use," which left her "unable to perform her normal, customary and daily activities." This case was assessed as medically serious by gsk. At the time of reporting, the events were unresolved. Super poligrip is mfg in (B)(4), and neither the product nor lot # for this product was available. (B)(4).